Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer had no backup insulin therapy available and stated they will reach out to their healthcare provider (hcp) to obtain multiple daily injections (mdi) humalog pens for insulin therapy.